Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w version 2.9d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery tube thread found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer ring, cracked battery tube thread, scratched case, pillowing keypad overlay, label damage. Cosmetic damage was confirmed at the battery tube thread. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.